Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. Upon investigation, the electrode belt was intermittently failing the te recognition test. The cause of the intermittent test failure was a damaged pulse wire inside the distribution node. The root cause of the damaged pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional therapy electrodes.